Event description:
Caller reported a malfunction on the pump, which was identified as malfunction code "malf 1." There was no adverse impact on the customer's blood glucose level. Technical support assisted the caller in resetting the pump, but the issue persisted; thus, a replacement pump was sent. The customer was instructed to return the malfunctioning pump using a pre-paid label provided by tandem, program their pump settings into the replacement, and connect their cgm to the new device. The customer will use multiple daily injections (mdi) as a backup.